Event description:
Event description guidant received information that, upon interrogation, this device gave an error #377. The error message was acknowledged and the device was then interrogated. The patient data screen had corrupt data. The battery life status stated end-of-life (eol). The patient has been lost to follow-up for several years and last interrogation 2 years ago showed 30% remaining on the battery gas gauge. The device is on an advisory. Recently, the device was returned for analysis, 6 years after explant. No further adverse patient effects or allegations were reported.

Manufacturer narrative:
The expected longevity for this pacemaker at nominal settings is 5.8 years; implant time for this device was 6.4 years. It was explanted and replaced with no adverse patient effects. The device has not been returned for analysis. This event will be reopened should the device be returned. Upon receipt at our post market quality assurance laboratory, the internal environment of this device was tested and a higher than expected moisture content was discovered. Boston scientific has issued physician communications regarding gradual degradation that may occur in a hermetic sealing component. The degradation can allow a higher level of moisture into the device case, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message. This device is included in the (B)(4) hermetic sealing component advisory population.

Event description:
Event description guidant received information that, upon interrogation, this device gave an error #377. The error message was acknowledged and the device was then interrogated. The patient data screen had corrupt data. The battery life status stated end-of-life (eol). The patient has been lost to follow-up for several years and last interrogation 2 years ago showed 30% remaining on the battery gas gauge. The device is on an advisory.